Event description:
Event description: boston scientific received information that this device was part of a legal action and the patient passed away eight months following implant. Boston scientific has no specific information as to the device involvement in the patient's death and the device was subject to a recall, insignia microcrystal failure mode 1 population (2005).

Manufacturer narrative:
Not returned. Event conclusion as of this report, the device has not been returned for analysis. There is no additional information related to this event. Boston scientific will continue to investigate the complaint, and if additional information becomes available, the event will be reopened. On september 22, 2005, guidant (now boston scientific) issued a physician letter describing various clinical behaviors associated with two identified failure modes that could compromise therapy delivery or limit programmer communication. Manufacturing changes to prevent this failure were made in march, 2004. This device was manufactured before march, 2004 and is included in this population. Boston scientific does not have sufficient information to determine that this device behaved in the manner described in the advisory.